Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A patient control module was returned with the reported device. During flow testing, the patient control module was connected to the device and the button was pushed. No issues of flow were noted.

Event description:
It was reported that a large volume infusor experienced no flow. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. There was no fluid in the bladder as the tubing had been cut to drain the fluid. Visual inspection showed no signs of blockage in the delivery tubing or the bladder. Tubing was subsequently reconnected and the infusor unit was refilled with water to its nominal volume for a functional test. Evidence of flow was visually observed at the distal luer. The reported condition was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.